Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was advised that the recurring no delivery alarm may be due to site, set or reservoir. The patient's insulin is expired and denatured. The patient doesn't rotate sites or avoid scar tissue. The patient doesn't use serter device according to IFU instructions. Customer stated that they don't tried all remedies. The customer was advised to tried the remedies reviewed to prevent recurring alarms. The customer was advised to monitor the pump. The customer was advised that we would replace sets.